Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with sign of fluid ingression and contamination by the downstream occlusion sensor and dso seal bubbled. Event history log review was performed and found evidence of reported problem. Visual inspection and functional testing were performed which failed. The customer's reported problem was confirmed. According to the investigation, the reported problem was caused by fluid ingression and contamination by the downstream occlusion sensor and this was induced by the customer. Investigator's replaced the dso sensor and performed a full pm and functional testing passed. The problem source of the reported problem was user interface.

Event description:
Information was received that during use of this smiths medical cadd solis vip pump, the pump exhibited "cassette not attached properly" alarm when connecting to pump. It was reported that the patient needed to receive equivalent of under-infused portion of dose as a separate dose, outside of the original time frame. No reported adverse effects or patient injury.